Manufacturer narrative:
B3 - date of event: "issue started happening on beginning of april 2026. Customer cannot provide the exact date." Therefore, (B)(6) 2026 was selected. D4 - lot #: was entered as "ni" as the customer was unable to confirm the lot used for this incident. However, if the lot used was similar to MDR 2027969-2026-00050, the lot is 0001172512. D4 - expiration date/d4 - expiration date null: was submitted as "blank"/"ni" as the customer was unable to confirm the lot used for this incident. However, if the lot used was similar to MDR 2027969-2026-00050, the expiration date is 24sep2027. D4 - primary UDI number: was submitted as (B)(4) as the customer was unable to confirm the lot used for this incident. However, if the lot used was similar to MDR 2027969-2026-00050, the UDI is (B)(4). H4 - device MFR date: was submitted as "blank"/"ni" as the customer was unable to confirm the lot used for this incident. However, if the lot used was similar to MDR 2027969-2026-00050, the manufacturing date is 25sep2025. Results pending completion of the investigation.

Event description:
The customer reported receiving a total of 3 false positive hcg results while using the mckesson consult® hcg urine tests cassettes on (B)(6) patients. The customer reported each patient presented prior to undergoing an iud placement procedure. Each patient provided a urine sample which was tested, the results were read at 3 minutes and a false positive hcg result was obtained. Confirmatory serum testing was performed which yielded a negative result. No negative health consequences were reported. As a result of the positive result, the iud procedure was rescheduled. Note: this MDR is for patient(B)(6). The customer was unable to identify the lot used with patients 2 and 3. Mdrs 2027969-2026-00050 and 2027969-2026-00052 for patients 1 and 3 respectively.